Manufacturer narrative:
This MDR is a remedial submission. Following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803.

Event description:
Dr. Used an excipio sv on for a patient with acute thrombosis of a right fem pop bypass graft. From the left femoral artery the device used placed through a penumbra indigo system lightning 7 (litng7xtorq130) and used in the right fem pop bypass graft to clear out thrombus. While being used the expandable basket became separated form the device, fortunately the separated segment was within the lightning catheter and removed without issue. The case continued without any further issue.